Manufacturer narrative:
Sorin group (B)(4) manufacturers the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. No product was returned to sorin group (B)(4) for evaluation. Without the device for evaluation, the reported issue could not be confirmed and no root cause could be determined. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that, during a case, the s5 display indicated that the battery was not functioning. There was no report of pt injury.